Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 50ml ll had a plunger that is defective at some points.

Event description:
It was reported that a syringe 50ml ll had a plunger that is defective at some points.

Manufacturer narrative:
Investigation summary: it has been received 1 unused sample 50ll and 2 pictures for investigation. Upon visual inspection of the pictures received it can be observed a damage on plunger nerve and thread damaged. Upon visual inspection of the sample received it can be observed damage on thread of the syringe. DHR of lot 1810354 has been reviewed not finding any annotation or deviation regarding the alleged defect. This damage has been cause because barrel resulted hit or damaged in manufacturing equipment or transport processes in manufacturing area. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with any hit or damaged on product in manufacturing equipment or transport processes in manufacturing area. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot.